Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dehiscence of wound. Surgeon indicated that the plate may be contoured wrong and may have contributed to the wound opening. Qty: 3.